Manufacturer narrative:
Patient age not available from the site. A medtronic representative went to the site to test the equipment. The representative noted that one probe being used while testing returned with a high geometry error, which could have accounted for the reported imprecision.

Event description:
A site representative reported that, while in a cranial biopsy, an imprecision occurred during the biopsy. The reported imprecision occurred when the biopsy needle was placed. The representative reported that the biopsy needle was placed 5 millimeters millimeters from the target though the biopsy was successful. The imprecision was discovered following a confirmation image acquisition. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.

Manufacturer narrative:
Additional information: the medtronic representative reported that, following the biopsy procedure, a laser induced thermal therapy (litt) was performed on the patient following the same trajectory used in the biopsy. Following the same five millimeter imprecision, the ablation was performed without issue to the patient. There was no allegation of deficiency against the ablation system.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment again. The representative confirmed that there was a high geometry error discovered with one probe when used alongside the navigation system. It was reported that the representative suspected the probe to be the probable cause of the anomaly. A new probe was sent to the site as a replacement. No parts have been received by the manufacturer for evaluation.